Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 445 mg/dl at the time of the incident. Customer had symptoms like nausea and abdominal pain. Customer was not using auto mode feature. Customer also reported insulin flow block alarm and it was resolved by complete set change. The device will not be returned for analysis.